Manufacturer narrative:
(B)(4). Batch # r94r0h. Investigation summary: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. In addition, the tyvek was returned along with the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area. 7 remaining clips were found on the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device lot r94r0h number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94r0h number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of photo, the following was observed: the photo shows a photo of a device from top view and the jaw of right side appears to be broken inside of an open package. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip was broken. There was no patient consequence.